Event description:
This report is response to a customer medwatch. It was reported that the 5.5 biocorkscrew ft suture anchor broke during insertion. Piece of the broken implant remains in the pt. Another anchor from a different lot was used to complete the case. Further pt info was requested without success. No adverse pt consequence reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.